Event description:
Guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received 40 shocks for a rapidly conducted atrial fibrillation. The device emitted beeping tones and interrogation revealed a fault screen, which stated that a pulse generator fault has occurred. Device functionality limited to a single zone. The patient had not been exposed to radiation. The device was explanted and a competitive device was implanted. The device was returned for analysis. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
The event will be updated upon completion of analysis. Guidant received information that legal counsel has been obtained on behalf of this patient/device and thus further testing cannot be conducted on this device. Upon receipt, the clinical observations were confirmed in the laboratory environment by boston scientific's post market quality assurance laboratory. Review of the device memory confirmed that the device underwent a reset, which resulted in the observed error messages. Following the reset, the device reverted to a safety fallback mode with limited programmability, in which single zone pacing and defibrillation therapy were available. Analysis was unable to determine the root cause of the fallback condition. However, results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI). Information from the field however, indicates that the patient was not exposed to these types of potential adverse environmental interferences.

Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received 40 shocks for a rapidly conducted atrial fibrillation. The device emitted beeping tones and interrogation revealed a fault screen, which stated that a pulse generator fault has occurred. Device funtionality limited to a single zone. The patient had not been exposed to radiation. The device was explanted and a competitive device was implanted. The device was returned for analysis.